Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52-62 mg/dl. Reportedly, customer overcorrected via bolus for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.